Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was giving a false detection when no sponges were present. Occurred during testing. No patient involvement.

Manufacturer narrative:
Date of initial report: 5-9-2017, date of follow-up report: 7-18-2017. The device was returned for evaluation. The investigation confirmed the customer report of a false positive detection. The investigation isolated the failure to an intermittent connection in the accessory port. The connections on the accessory port were reseated to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was giving a false detection when no sponges were present. Occurred during testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.